Manufacturer narrative:
Result: siderail.

Event description:
It was reported by service report that the siderail was unable to lock in the upright position. It is unknown if there was patient involvement or if there were adverse consequences to report.